Event description:
It was reported that in the course of an surgery the patient suffered burns. No further information available.

Manufacturer narrative:
Belated evaluation and reporting of this complaint was done during retrospective review as part of CAPA 22-0074 corrective action 12. The 20133120-1 cold light fountain xenon 300 scb with serial number (B)(6) was checked. It was fully functional without any abnormalities. The surgeon was using third party light cables and rigid optics and supposedly did not follow cautions and warnings within the corresponding IFU. The event is filed under internal karl storz complaint ID ((B)(4)).